Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) with no leakage or other issues. The active length of the catheter balloon was measured (0.7315) and found to be within specification. The catheter was confirmed to be size 16 fr. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon on the day of placement.